Event description:
Uf/ importer report # 1000060000-2013-8023. Description: "around 0445 a retrograde urethrogram was performed at the bedside. A radiation exposure was made while the contrast was being pushed into the patient by the dr. The image appeared as the dr. And technician looked at it clearly. After the unit reprocessed, the image was non-diagnostic. The algorithm was unadjustable. Every attempt at bringing the image back was made. Finally, another injection of contrast was made into the patient and another image was taken. The portable unit (dr3) was called into the biomed. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Carestream health was notified by the site that an image was corrupted, could not be used for diagnosis, and that the patient was re-exposed to obtain a diagnostic image. The additional detail concerning the type of exam and that a second contrast injection was given to the patient was not communicated.

Manufacturer narrative:
A workaround was communicated to personnel at the (B)(6) regional medical center on (B)(6 )2013. A carestream field engineer visited the site and turned off "fast preview mode" in the detectors used with the site's drx-revolution mobile x-ray systems. The defect only occurs when the detector is being used in "long exposure mode" (up to a 3 second exposure) and the detector is also set to "fast preview mode." The workaround is to turn off fast preview mode, or do not use long exposure mode. This software defect has been eliminated with drx-1 detector firmware version 99. (The drx-1 or drx-1c detector is the image-capture component of the drx-revolution mobile x-ray system). This new firmware version was released on (B)(6) 2013. The (B)(6) regional medical center's drx-revolution mobile x-ray systems were upgraded to the new firmware version 99 on (B)(6) 2013. Therefore, the site will no longer experience this issue. A new test case was created to test for this defect to ensure that it does not recur in future software releases.